Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to a high blood glucose level of 416 mg/dl. The customer experienced high blood glucose levels. Her blood glucose was not coming down. She also did not receive a no delivery alarm. Customer's current blood glucose level was 75 mg/dl. Her blood glucose level was treated in the hospital. The customer was weak, clammy, and nauseous. She had a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of the emergency room visit. Occasionally the site was sore or irritated. The infusion set cannula was bent. The high pressure test passed. The device was not returned.